Event description:
Mother of pt reported pt had two needle break off. One needle was removed from arm which required stitches.

Manufacturer narrative:
Issue: needle break off in use. Eval summary: customer returned (10) 1cc, 12.7mm, 30g syringes in a sealed poly bag from lot # 9124464. Customer states that her child had two needle break off and one required stitches. All received syringes were examined and no bent, broken, or detached cannula was observed on any of the received samples. DHR report was also reviewed for lot number 9124464 and no notifications were noted. Since the sample involved in the incident was not returned by the customer, complaint cannot be confirmed as a defect. Complaint history check was performed and as of (2/13/2012) yielded no other complaints against lot number 9124464 for similar issue. Info will be captured on trend reports and monitored monthly.